Event description:
During initial implant procedure, there was poor sensing when the right atrial (ra) lead was being fixed. A new rv lead was successfully implanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.